Event description:
I am a hemophiliac and frequent user of 10ml syringes for home infusion. I was about to take a dose when I noticed the syringe I was using appeared to be dirty. There are light and dark brown spots on both the syringe body and the plunger. I cannot determine what the spots are. They look almost like dried blood. What concerns me is that whatever the substance, the syringe does not appear to be sterile as written on the packaging. The container was sealed as usual however, I realized after I had already opened the container. The lot number is 0088997 10. The syringes were shipped from (B)(6) pharmacy and mfg by bd -becton, dickinson and company-. I've already used a good number of syringes in the same lot. The remaining lot visually appears clean. It is now placed back in its original wrapper in a ziploc bag. Although I did not expose myself to the syringe, I am concerned as to what this material is and if this affected any previous syringes I used for the same lot. I am also concerned that I have reported this to bd several days ago and have not received a response.